Event description:
It was reported that an unknown size xience xpedition was deployed at an unknown atmospheres without issue. When the stent delivery system (sds) was being removed from the anatomy, the balloon and tip separated from the rest of the device in the anatomy. A snare device was used to remove the separated portion of the sds. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.